Event description:
Reportedly, when the device was interrogated during the follow-up performed on (B)(6) 2016, no data was available in device memories and a message was displayed on the programmer screen stating that aida (device memory) was not activated.

Event description:
Reportedly, when the device was interrogated during the follow-up performed on (B)(6) 2016, no data was available in device memories and a message was displayed on the programmer screen stating that aida (device memory) was not activated.